Event description:
It was reported that upon deployment of a vena cava filter, a filter arm was twisted. The filter was removed with a snare device and another filter was deployed without incident. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation and the y-body was returned separated from the storage tube. The storage tube was connected to the introducer sheath. The filter exhibited all six legs and six arms, present and intact. Two legs were crossed and bound together by what appeared to be a blood clot/tissue. Additional clot material was found on a second filter leg. Five images were provided for review. A contrast injection demonstrates a vena cava that is straight and parallel to the spine. A denali filter is seen after deployment via the jugular vein. Several filter limbs, including at least two filter legs, appear to be crossed. One filter arm is bent sharply inward beginning at the shoulder of the filter arm, and it appears to traverse several arms and legs. It cannot be determined if crossed filter limbs are entangled together and have trapped the bent filter arm. Based on the image review, the complaint investigation is confirmed for the filter failing to fully expand. However, based upon the available info, the definitive root cause is unk.